Event description:
An attempt was made to use the device on a pt diagnosed cardiac arrest. After connecting the device to the pt, the device reportedly displayed an inappropriate connect electrodes alarm and use of the device was inhibited. The reporter indicated there were no adverse affects to the pt reported as a result of device use.

Manufacturer narrative:
Medtronic evaluated the device. Proper operation was observed during functional and performance testing. The reported problem was not duplicated or confirmed. The root cause of the reported problem was not determined.